Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider ordered a brain MRI. An impedance check was conducted and the patient was determined to be ineligible due to an open circuit. The patient is also unsure if stimulation has any benefit for tremors and turned off stimulation to access for a few days. The patient is scheduling an appointment with the hcp to discuss next steps. It is unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved.